Manufacturer narrative:
Additional 510(k) - k083641. Customer has not returned the device to the manufacturer for device evaluation. If the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
It was reported that the "piece where you place the connector" of a portex ivona adult tts tracheostomy tube was too big, so the two parts did not match. No injury was reported.

Manufacturer narrative:
One used device was returned for evaluation. Visual inspection found that the connector on the returned device did not match to the manufacturing specification for outer diameter and taper. While a 100 percent iso taper inspection was implemented immediately prior to the packaging of the product prior to release for distribution, no definitive root cause to the reported issue could be determined. To raise awareness and lessen the chances of its recurrence, a quality alert was posted to all personnel involved with this product's manufacture. As a preventative measure, a notification was also sent to the supplier of this component.